Event description:
The pt experienced back pain and unbearably strong impulses into her legs and feet when the stimulation was turned on. She continued to receive pulsating shocks after the stimulator was turned off (see manf. Report #3004209178200803646). The pt underwent lead revision in 2008. The pt experience increased baseline pain and a burning sensation. The pt didn't use the stimulation system, but feels that it is stimulating when it isn't turned on. The hcp had not recommended anything to the pt. The pt was at home and her status was undetermined. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Continued stimulation when device is turned off.